Manufacturer narrative:
Initial.

Event description:
It was reported that the user experienced recurrent low glucose while performing physical exercise without pausing the ilet pump, with self-reported blood glucose ranging from 70 to 48 mg/dl; education was provided that exercise while on the pump can precipitate hypoglycemia, and the user reported treating with a clif bar. Symptoms included shakiness and low energy consistent with hypoglycemia. Outcomes included low glucose managed with oral carbohydrate without need for higher level care. Investigation included troubleshooting and user education regarding exercise and pump use. Investigation of this case revealed no device malfunction was identified and the event was consistent with hypoglycemia of unclear cause in the context of exercise while insulin delivery continued. It was concluded, based on previously established findings for similar reports, that the cause was indeterminate. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.